Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was normal. The insulin pump alarmed lost sensor. The insulin pump's sensor was reading low. Customer's blood glucose level was 135 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test per and sensor failed per specifications.